Event description:
Information received by medtronic indicated that the customer reported hypoglycemia with a blood glucose value of 65 mg/dl. The customer was admitted to emergency medical service for hypoglycemia and treated with food and IV glucose. The customer was unresponsive due to hypoglycemia. The customer also reported hyperglycemia with a blood glucose value of 460 mg/dl. The customer confirmed that hyperglycemia occurred because of the treatment of low blood glucose. Troubleshooting was performed. The customer alleges that the insulin pump was over delivering the insulin. The insulin pump was worn within 48 hours of the reported low and high blood glucose events, and the auto mode/smart guard feature was inactive. The customer will discontinue using the device and the insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. S/w 5.3a. Retainer ring = black. Case type = ngp. The customer was hospitalized for alleged low bgs/high bgs, and possible over delivery anomaly on (B)(6) 2023. The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat at 0.0872 inches. No over delivery anomaly noted. The pump recognized the water filled reservoir that was installed in the reservoir compartment. The pump was programmed with a 2.0 unit fill cannula delivery. Then the pump delivered the 2.0 units properly with water exiting the infusion set. No prime/fill anomaly noted. The following were noted during visual inspection: minor scratched display window, scratched case, cracked case at the battery tube side, and pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. Please see below for the boluses listed on the event date (B)(6) 2023 in the pump history file. (B)(6) 2023 09:53:57.000 normal bolus delivered (220). Bolus programming method: bolus wizard (1). Normal bolus amount programmed: 41000 (4.1 u). Bolus amount delivered: 41000 (4.1 u). (B)(6) 2023 10:57:39.000 normal bolus delivered (220). Bolus programming method: manual bolus (0). Normal bolus amount programmed: 30000 (3 u). Bolus amount delivered: 30000 (3 u). (B)(6) 2023 12:09:44.000 normal bolus delivered (220). Bolus programming method: bolus wizard (1). Normal bolus amount programmed: 1000 (0.1 u). Bolus amount delivered: 1000 (0.1 u). (B)(6) 2023 15:52:17.000 normal bolus delivered (220). Bolus programming method: manual bolus (0). Normal bolus amount programmed: 20000 (2 u). Bolus amount delivered: 20000 (2 u). (B)(6) 2023 16:55:46.000 normal bolus delivered (220). Bolus programming method: bolus wizard (1). Normal bolus amount programmed: 1000 (0.1 u) bolus amount delivered: 1000 (0.1 u). (B)(6) 2023 20:44:53.000 normal bolus delivered (220). Bolus programming method: bolus wizard (1). Normal bolus amount programmed: 76000 (7.6 u). Bolus amount delivered: 76000 (7.6 u). (B)(6) 2023 23:31:29.000 normal bolus delivered (220). Bolus programming method: bolus wizard (1). Normal bolus amount programmed: 20000 (2 u). Bolus amount delivered: 20000 (2 u). The pump passed the functional testing. Unable to confirm alleged low bgs/high bgs. Possible over delivery anomaly was not confirmed. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.